Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site which is located distal (near the ostium) to two stents which were placed in a saphenous vein graft to the pt's right coronary artery eight mo prior. Upon the initial inflation attempt, contrast media was observed to be leaking out of the balloon upon reaching 4 atmospheres of pressure. It was reported that the balloon would not inflate beyond 4 atmospheres leaving the stent partially deployed. In response, an attempt was made to withdraw the sds;however, because the stent may have become tethered to the balloon, the sds was withdrawn as one unit to aviod stent embolization. Upon withdrawal of the sds, it was reported that the stent was not on the sds. The physician subsequently attemped to recross the lesion with a guidewire and found that the stent appeared to be partially deployed under another stent. Eventually another balloon catheter was utilized to successfully cross and fully deploy the stent under another stent partially covering the target lesion. It was reported that the pt is fine and there were no additional complications reported relative to this event.